Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Journal article review: a single center retrospective study was conducted to evaluate the efficacy of stent placement in the iliac vein following catheter-directed thrombolysis (cdt) in lower extremity deep vein thrombosis. From december 2008 to january 2011, following cdt, 74 patients were enrolled in the study. In the test group, stents (luminexx or smart control; diameter: 12-14 mm, length: 6-12 cm) were successfully implanted in the iliac vein in 45 subjects that resulted in <10% residual stenosis. No stent was placed in the control group which consisted of 29 subjects. Follow-up visits were conducted for an average period of 11 months (range 6-24 months) and included venography and color ultrasound. At the end of follow-up, stent occlusion occurred in five cases in the test group. This study concluded that iliac vein stenting may correct abnormalities of the iliac vein, enhancing the efficacy of cdt treatment of dvt; however, further investigation with a larger sample size and longer follow-up period is required. Citation: meng, q., li, x., jiang, k., qian, a., sang, h., rong, j., . . . & zhu, l. (2013). Stenting of iliac vein obstruction following catheter-directed thrombolysis in lower extremity deep vein thrombosis. Chinese medical journal, 126(18), 3519-3522. Doi: 10.3760/cma.j.issn.0366-6999.20130933 investigation summary: based on the information included in the journal article a stent occlusion could not be confirmed. Five subjects were reportedly found with stent occlusion but it was not known which product was involved. Furthermore, images documenting stent occlusion have not been provided for evaluation and no image was part of the journal article. An indication for a device relation of the vessel occlusion could not be determined. The investigation performed led to an inconclusive evaluation result. Based on the information available a definite root cause could not be identified. Labeling review: in reviewing the relevant label for this product, the potential issue was found addressed. The IFU states: 'all complications that have been reported in association with vascular stents may also occur during or after insertion of a bard luminexx* 3 vascular stent. These include (...) Thrombosis (...) Early stent occlusion and restenosis.' The IFU states that the product is indicated for use in the iliac and femoral arteries. (B)(4).

Event description:
It was reported in an article in chinese medical journal titled 'stenting of iliac vein obstruction following catheter-directed thrombolysis in lower extremity deep vein thrombosis', that at the end of follow-up, stent occlusion was identified in five cases. No reported intervention was performed. Patient status is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Citation: meng, q., li, x., jiang, k., qian, a., sang, h., rong, j., . . . & zhu, l. (2013). Stenting of iliac vein obstruction following catheter-directed thrombolysis in lower extremity deep vein thrombosis. Chinese medical journal, 126 (18), 3519-3522. Doi: 10.3760/cma.j.issn.0366-6999.20130933. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in chinese medical journal titled 'stenting of iliac vein obstruction following catheter-directed thrombolysis in lower extremity deep vein thrombosis', that at the end of follow-up, stent occlusion was identified in five cases. No reported intervention was performed. Patient status is unknown.